Manufacturer narrative:
Returned device was received in used physical condition. During the evaluation of the device, no fault was found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump alarmed that there was air in the line. Alarmed occurred at least more than four (4) times in 48 hours. There were no reported adverse events. The nurse tried to use a different administration set and the same issue was observed. When the pump was changed, no issue was occurred nor alarm sounded.